Event description:
It was reported that a boston scientific device was implanted on (B)(6) 2009. According to the complainant, the patient experienced severe recurrent pain, infections, and various other complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that a boston scientific device was implanted in 2009. According to the complainant, the patient experienced severe recurrent pain, infections, and various other complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
.